Event description:
It was reported that the patients lead had moved and showed high impedances. The patient had surgery on an unknown date in (B)(6) 2011 to replace the leads. The patient was seen for follow up by the company representative and was doing well.

Manufacturer narrative:
Lead model 3778-60, lot v713186023, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Lead model 3778-60, lot v713186024, implanted: (B)(6) 2011, explanted (B)(6) 2011. Programmer model 37743, (B)(4). Recharger model 37752, (B)(4).